Event description:
A bottle of lipids 500ml was hung to be pumped via the braun hyperformer tpn machine. Machine was to pump 200ml into the bag. It pumped the 200ml, then while the water was being pumped the other 300ml passively went into the bag. It was caught before the bag left the pharmacy.